Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were having lots of pain where the implant was. The patient stated that the whole surrounding area from the implant down to their butt cheeks and off to the side felt like a stabbing pain or felt like it was on fire. The patient noted that they could not sit, put any pressure on it, couldn¿t wear jeans, and couldn¿t lay down at night without crying themselves to sleep because it hurt so bad. The patient also reported that when they sat in the car it would shoot pain down their legs and up their back. The patient noted that the device was for their bladder, but no matter what setting the patient had it on, they would feel it down their rectum or in their butt cheek. The patient did not know if this was normal and mentioned that they had spoken with their healthcare professional (hcp) about it. The patient stated that the hcp did not want to treat their pain because they had told the patient that ¿people are pill seekers¿. The patient noted that they were currently taking tramadol but it was not doing the job. The patient stated that their hcp suggested they call the manufacturer and noted that they wanted to know if their implant could be moved up higher because it was currently located where the body bends, so it was pulling and tugging them. The patient declined troubleshooting assistance because they did not want a return of urinary symptoms. The patient was advised that it was possible to have the implant moved and was redirected to discuss with their hcp. No further complications were reported or were expected.